Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to confirm the alleged sealing issue. The instrument failed the electrode gap test. Intuitive surgical inc., (isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the instrument not cauterizing/sealing which could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument was not cauterizing. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the initial reporter at the site (da vinci coordinator) and obtained the following information: the instrument never sizzles or sealed the tissue. The surgeon was aware that it was not sealing at all. The surgeon was attempting to seal the gastrocolic ligament and also tried to seal both the small and large vessels however, nothing happened. The surgeon was holding the master grips fully closed and did not hear any noise or tones. There was no tissue effect observed and no messages or errors noted. The surgeon did not attempt to use the cut function due to the ligament never being sealed. There was no bleeding observed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.